Manufacturer narrative:
The device was returned to olympus for evaluation. In addition, the following reportable malfunctions were identified during the device evaluation: the image disappears when the angle is activated. Based on historical data, it was most likely that the reported malfunction was due to probable causes such as damage or deterioration of parts, environment problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. However, the root cause cannot be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that the image disappears when the angle is activated. There was no patient involvement.